Manufacturer narrative:
1038671-2024-04113. 1038671-2022-01175 d10: concomitants: 02-022-35-3009, m005990 - truliant tib imp ps insert sz 3 9mm, 02-022-55-3030, 6649304 - truliant por tib tray size 3f/3t, 200-02-35, 6737224 - three peg patella 35mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening. The reported prosthesis wear, tibial loosening, and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Event description:
As reported, approximately 1.5 years post op the initial right tka, this 52 y/o male patient was revised due to pain. Patient came in with painful knee "..clean to do to liner recall". Surgeon revised a porous knee to a competitors knee replacement system. Patient outcome is unknown, representative was not allowed to be present for the surgery. Devices are not returning; implants were given to a lawyer. No additional information.